Event description:
The customer reported inaccurate psi readings. No consequences or impact to the patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensors were evaluated. External visual inspection showed no damage. The sensors failed continuity testing due to open connections across all electrodes. Functional testing could not be performed as the sensors were returned used., corrected data: report source corrected from foreign, study, user facility to foreign, health professional, user facility model # corrected from 4248-8 to 4248-9.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. Device not returned.

Event description:
The customer reported inaccurate psi readings. No consequences or impact to the patient were reported.